Event description:
The customer reported that when removing the feeding tube, the tugstenium tip got stuck in the patient's nostril, requiring removal in a surgical center.

Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a lot number received was invalid. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause, therefore a corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation.